Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead triggered an alert due to high out-of-range ra pace impedance measurements >3,000 ohms. In addition, some intervening artifact was observed between atrial fibrillation (af) markers. Further ra lead evaluation was anticipated at the patient's next clinic visit. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. The lead was severed approximately 44 millimeters (mm) from the terminal end, and only the proximal segment was returned. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the lead body and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead triggered an alert due to high out-of-range ra pace impedance measurements >3,000 ohms. In addition, some intervening artifact was observed between atrial fibrillation (af) markers. Further ra lead evaluation was anticipated at the patient's next clinic visit. This ra lead remains in service. No adverse patient effects were reported.